Event description:
It was reported that the patient had a loss of therapeutic effect. The implantable neurostimulator (ins) worked up until (B)(6) 2014 and the patient was going back to their health care provider (hcp) and having changes done for quite a while. The patient didn¿t see how the ins was going to work. The patient wet themselves every time they went to the bathroom and had been changing the programs themselves. The patient wanted the hcp to change the programs next. The patient thought the manufacturer should have a service to make their product work. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The therapy had not worked for almost 2 years. It worked for a few months and then stopped working. The patient had gone back to see their health care provider (hcp) for adjustments. The patient wanted to have their device removed due to an unrelated medical issue. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had appointments on (B)(6) 2015. It worked fine for 3 to 4 months and had not worked since. For 8 to 9 months worked and could get it to work. The patient tried and tried every program and 2 or more tried. The batteries went dead because they tried so much.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e9fc, implanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reiterated that the device never seemed to work for her. The patient saw an np or pa at the clinic when she went back. She said that in 2014 she told a manufacturing representative that the device was not helping her. The patient did not know the reps name. No further complications were reported at this time.